Event description:
The customer obtained a lower than expected vitros tsh patient result (0.397 miu/ml) while performing a correlation study on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected tsh result was repeated on an alternate tsh reagent lot (0.559 miu/ml). There was no report of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros tsh result was obtained for a single patient sample. The root cause of this event is user error. The patient correlation was performed on a calibration of tsh lot 3031 that was not verified by acceptable quality control results prior to use. Calibration and the performance of vitros tsh lot 3031 cannot be ruled out as the sources of unacceptable performance. There was no evidence that the vitros 5600 analyzer had malfunctioned.